Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. The right ventricular (rv) lead was not sensing r-waves and exhibited loss of capture. It was noted that the lead had dislodged. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.